Event description:
This customer reported different heart rates on 3 ecgs taken on a pt. There was no report of any negative pt impact.

Manufacturer narrative:
(B)(4). This customer reported different heart rates on 3 ecgs taken on a pt. There was no report of any negative pt impact. This complaint is still being investigated. A follow up report will be submitted upon completion.